Event description:
It is reported that the edge of provisional fractured off.

Manufacturer narrative:
Evaluation summary: as returned, the one side of the articular surface provisional was broken off. The small broken piece was not returned for review. The part also exhibits gouge marks on the under side of the provisional adjacent to the break. This damage was most likely caused by forceful use with a sharp instrument possibly resulting in the fracture of the part. Normal wear of the part due to repeated removal and installation as well as the sterilization process can also contribute to the part breaking. Device history records indicate all components were manufactured and inspected to specification. The part has potential field age of approximately 22 months.